Event description:
When the customer called to inquire about lot/serial information, customer mentioned that the needle was bent after the injection on (B)(6), but the sample had been discarded. Material code and lot number and quantity of bent needles could not be provided. The needle was purchased from a local medical device store. The customer changed the needle every 7-10 days, call center has informed that the needle needed to be changed after each injection. No photos, no samples, and no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.